Event description:
Pt performed usual level of activity in the morning, ate lunch and laid down to rest. Upon awakening, pt was in great pain & unable to walk. Orthopedic surgeon reports that pt fractured the left prosthesis implanted on 7/28/95.